Manufacturer narrative:
Occupation is user/patient.

Event description:
The customer complained of questionable inr results from her coaguchek xs meter with serial number (B)(4). At 8:12 am the result from the meter was 7.7 inr. At 8:20 am the result from the meter was 4.1 inr. The customer's therapeutic range is 2 to 3 inr. The customer stated that their health is currently good. The customer stated that there has been no change in their warfarin treatment and there was no treatment based on the high inr result. The customer has no hematocrit concerns, has had no changes in diet, has no antiphospholipid antibodies, is not on heparin or direct thrombin inhibitors, has had no recent illnesses, no new medications, and no symptoms of bruising or bleeding. The meter and strips were requested for investigation. Replacement products were sent. Relevant retention test strips (lot 294151) were tested in comparison with the current master lot. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable. The investigation is currently ongoing.

Manufacturer narrative:
The customer returned both meter and strips for investigation. The returned test strips were measured with the returned meter using liquid qc of a high level in comparison to re-calibrated masterlot on internal reference meter. Testing results: qc 1: 2.5 inr, qc 2: 2.4 inr (master lot), qc 3: 2.3 inr (master lot). The obtained qc results were in the allowed range. No error messages occurred during investigation. Extensive measurements have shown higher deviations for coaguchek values > 4.5 inr compared to a laboratory method. Therefore, the customer allegation has been substantiated. A product problem has been found for coaguchek values > 4.5 inr, which was the case in this complaint. This can be traced back to the calibration of the complained test strips to the who standard rtf/16. For measurements > 4.5 inr. The customer is advised to contact the physician and perform a measurement with a laboratory method. Roche diagnostics has issued a recall for this issue. Correction/removal report no.